Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 475 mg/dl. The customer cleared the alarm and delivered a correction bolus. The bg level was lowered to target level. As the customer was able to resume insulin delivery, the contact did not perform a system check. Tandem customer technical support (cts) was unable to perform a system check as the customer and the pump were not with the contact when cts was telephoned.